Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water (a/w) nozzle, always use the a/w channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera lll colonovideoscope exhibited an angulation malfunction. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, it was observed the nozzle was clogged by a foreign material similar to a silicone-based glue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: scope connector-cover was deformed; air/water-cylinder had discoloration; suction-cylinder had discoloration; due to a chip on c plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in the down direction did not meet the standard value; image guide protector was damaged; light guide-bundle had breakage; objective lens had a crack; light guide lens had a crack; adhesive on bending section cover (a-rubber)had a crack; connecting tube had a cut; and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.